Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during during a coronary angiography procedure involving the right radial artery. The surgeon cannot determine whether the catheter guide wire has entered the blood vessel, so the surgery was aborted and moved the patient to another hospital after removing the catheter guide wire. Customer reported that the system was unable to produce exposure. The customer reported that the system failed to generate exposure. The customer informed a philips service engineer that a third-party technician resolved the issue by replacing the touch screen module (tsm). After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The manufacture date, reporting institution name, reporting address line 1 and the reporting address city have been updated.